Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was pre-exposed prior to insertion in the unknown procedural sheath. There was no reported patient injury. The device was properly stored and opened in sterile field. The device was not used in the patient. The mynx vcd was intended to be used in a diagnostic coronary procedure. The user was mynx trained. The sealant sleeves (cartridge assembly) were out of position. During prep of the device the scrub tech noticed the sealant sleeve was cracked and the sealant was pre-exposed at the end. The device was removed from the package using proper technique. The staff opened another mynx to be used, and closure was successful. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 remained in their manufacturing positions. The sealant sleeve assembly was observed to have been kinked and the sealant was exposed. The procedural sheath was not returned with the device. Per microscopic analysis, the sealant¿s outer sleeves were frayed and damaged. However, it is unknown if the damage to the sleeve was due to multiple attempts to insert the device into the sheath. Per functional analysis, the sheath involved in the event was not returned; therefore, functional testing could not be performed. A product history record (phr) review of lot f2009103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature during prep¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy.¿ neither the product history record (phr) review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process; therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the sealant of 6f/7f mynx control vascular closure device (vcd) was pre-exposed prior to insertion in the unknown procedural sheath. There was no reported patient injury. The device was properly stored and opened in sterile field. The device was not use in patient. The mynx vcd was intended to be used in a diagnostic coronary procedure. The was mynx trained. The sealant sleeves (cartridge assembly) were out of position. During prep of the device the scrub tech noticed the sealant sleeve was cracked and the sealant was pre-exposed at the end. The device was removed from the package using proper technique. The staff opened another mynx to be used. Closure was successful. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The device will be returned for evaluation.